Manufacturer narrative:
Visual inspection did not identify any abnormalities that could have contributed to the reported condition.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the second luer valve distal to the drip chamber. The device contained iron sucrose. This was observed during use with a baxter IV (intravenous) pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.